Event description:
It was reported that the 2800 system would present an intermittent heater errors message. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced heater board and regreased cathode connector at tank. The system was tested, and found to be working as intended and placed back into service.